Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left forearm. This 6.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion but the mustang balloon was unable to cross the lesion. The physician dilated the proximal portion of the lesion with the balloon. The balloon was able to cross the lesion after the 2nd inflation at 24atm (1st inflation: 24atm). The physician then dilated the lesion but the balloon ruptured on the 3rd inflation at 24atms. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left forearm. This 6.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion but the mustang balloon was unable to cross the lesion. The physician dilated the proximal portion of the lesion with the balloon. The balloon was able to cross the lesion after the 2nd inflation at 24atm (1st inflation: 24atm). The physician then dilated the lesion but the balloon ruptured on the 3rd inflation at 24atms. The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and examination of the returned device noted that the balloon material was torn circumferentially at approximately 33mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).